Event description:
It was reported that it was not possible to establish telemetry with the device, and no pacing was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.